Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that after the tibial preparation, some of the tibial broach teeth broke.

Manufacturer narrative:
This report is being amended to reflect changes in sections g4, g7, h2, h3, h6, and h10. Visual inspection of the returned instrument confirmed that some teeth fractured about three rows from the base. Dimensions were found conforming to print specifications where measured and so was hardness. This device is used for treatment. A complaint history search identified no other complaint for the part/lot combination of the instrument. The damage to the broach could result from the teeth coming in contact with the cut guide if the handle is tilted. It was reported that the operator might have not followed the technique in being wrongly positioned during tibial preparation. The good technique said that the two points need to be into the incurved point into the tibia in order to make the tibial preparation correctly. If the operator is not well sited it can break teeth. The persona surgical technique advises to make sure that the cemented tibial broach inserter/extractor handle remains flush against the cemented tibial sizing plate and in full contact with the cemented tibial sizing plate and that the cemented tibial broach inserter/extractor handle does not tip during impaction. It is considered that an improper surgical technique, as reported, is the root cause of the failure.

Manufacturer narrative:
This report will be amended when our investigation is complete.